Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device shut itself off intermittently, during bench testing no anomalies were observed. It was noted that the device failed incoming vxi testing because its liquid crystal display was out of specification in an electrical manner. It was additionally noted that its upper and lower cases were broken and the side bails and side bail covers were missing. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator intermittently shut itself off, and that changing the battery out did not resolve the situation. The generator was returned for service. There was no patient involvement.